Event description:
It was reported that a patient presented on (B)(6) 2021 after experiencing inappropriate shock due to oversensing right ventricular lead noise. It was also noted that there was loss of capture on the lead as well. Externalizations were also noted on the right ventricular lead during a generator change on (B)(6) 2021, so the lead was capped and replaced. The patient was stable throughout.